Event description:
Hcp reports that during the patient's pump explant and replacement after 90 months implant duration, a break, tear, or hole was noted in the catheter. A catheter revision kit was used to repair the existing catheter. No patient symptoms or outcome were reported. The patient's pump contained morphine (unknown concentration/dose). Additional information has been requested from the hcp, but was not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report, a follow up will be sent when analysis is completed.